Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope go monitor and the "intermittent picture" issue was confirmed. The technical service representative noted a connector and an hdmi end cap failure. The hdmi end cap was replaced and functionality was restored. The device was returned to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, there was an intermittent picture. The biomed noted that when pressure was applied to the right or left, the monitor blinked on and off. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.